Manufacturer narrative:
Generators have been received, but evaluation has not been completed.

Event description:
Customer reported an inadequate seal with post-op bleeding. Significant blood loss reported. The doctor could not open the patient and give transfusion because of patient's religion. As of monday, five days later, the patient was discharged and is in good health condition. The handpiece was thrown away before bleeding occurred and will not be returned. Hospital is unsure which of two generators was in use, so both were returned for evaluation.